Event description:
The customer tested his blood glucose using his 2 contour meters and rec'd readings of "hi" and 250 mg/dl. The "hi" reading was off the grid, but the difference between the readings appears to fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return his test strips for eval. Replacement test strips were sent to the customer.